Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse powered on the dv5 system and confirmed the reported connection failure on the dv5 robot. The fse attempted to resolve the issue by swapping blue fiber cables between the system carts but the same issue occurred on the dv5 robot. The fse then replaced the common compute controller (ccc) on the dv5 robot and the issue was resolved. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed by failure analysis and the reported issue was replicated. Visual inspection was performed, it was confirmed that the unit returned in good physical condition. The fa team reviewed error logs in lighthouse and confirmed the error 31089 trigger in the field, following error 307 point to patient cart controller (pcc) 3. Fa then installed the ccc into the golden in-house system, it started up with the "robot is not connected or not powered on" message displayed. At fault state, optic light levels have been checked using localhost:3030; all the values were in expected range. The issue had been resolved via aba swap with firefly at flat flex (ff) 3 location inside the ccc. As the result of this findings, failure analysis determines the root cause of this issue is the firefly cable. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the dv5 robot connection issue is attributed to the ccc firefly cable.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the operating room staff encountered a "robot not connected" message during setup. Before contacting technical support, the customer checked the fiber connections and found no loose connections. The technical support engineer instructed the caller to power off the system and move the robot's blue fiber cable to an available port on the back of the tower. After powering the system back on, the issue persisted. The technical support engineer then guided the caller to swap the blue fiber cables between the surgeon console and the robot, but the issue remained unresolved. The customer decided to use another system to proceed with the surgery. The procedure was aborted to another dv system with no reported injury.